Event description:
The recipient was scheduled for a fitting session, however during this appointment it was not possible to carry out in situ testing. The recipient reported that the hearing performance with the device was normal. As the recipient has good performance with the device now he does not wish to be re-implanted at the moment. He will pursue re-implantation should the device stop working.

Manufacturer narrative:
Additional information: according to the information and measurements received from the field a device malfunction seems likely. To determine a root cause for the reported issue a device investigation is necessary. Reportedly the recipient is doing well at the moment and will be further monitored by the clinic.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was scheduled for a fitting session, however during this appointment it was not possible to carry out telemetry measurement so med-el spain was contacted. The user reported that the hearing performance with the device was normal. The ent surgical team has been advised of this issue.